Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/20/2015.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device had stiff jaws and was hard to load/open and close. The device was so stiff, the needle broke inside the patient. They looked for 2 hours, could not find the broken part of needle. An x-ray was conducted in an attempt to locate the needle. No further information was given.

Manufacturer narrative:
(B)(4).